Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, patient awoke to find left front tooth discolored, with sensitivity, inflammation and pain. Patient was advised to see dentist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.